Event description:
It was reported that during a spinal fusion surgery, instrument breakage occurred. The pt was treated at levels l2-l5 with lateral interbody fusion and posterior instrumentation using the pathfinder nxt system. After the last rod was inserted, as the fixed percutaneous rod inserter was disengaged, the tip broke off into the pt. The surgeon was unable to retrieve the fragment. The fragment was left in the pt. There was a 15-2- minute delay. There was no pt impact reported and the procedure was completed.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.